Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm sureform 60 stapler instrument for failure analysis investigation. The instrument was analyzed and found to have the bevel spur gear binding. The instrument's housing was removed, and the bevel spur combo gear was manually rotated. The instrument was compared to an in-house golden instrument and high friction was observed. The gear was found to be binding. As a result, the instrument failed during initialization. Additional observation(s) related to the customer reported complaint: the instrument was found to fail during initialization based on in-house testing and log review. The instrument was found to have a high drivetrain friction initialization failure based on a log review and during in-house testing, preventing the instrument from entering into following. The instrument was unable to operate properly as a result of the initialization failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm sureform 60 stapler instrument was not opening properly after it had been working. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
The sureform 60 stapler instrument has been returned and evaluated by the quality engineering team. The instrument was analyzed and had the following reviews: device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #sk0378 and event date 09/12/2024. The sureform 60 stapler (480460-09/k15240613-0419) was last used on 09/12/2024 on system sk0378. The instrument had 10 uses remaining after last use.

Event description:
Refer to h11 for follow-up information.